Event description:
The patient received insertion of this intravenous catheter at 8:30 am on (B)(6) 2025. While preparing to seal the catheter, the nurse observed fluid leakage at the needle connector site and immediately removed the catheter. A new catheter was inserted the following day.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information.